Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a faulty sensor. The customer stated that the transmitter does not blink when connected to the sensor. The customer was advised to check for bent, damaged or retracted sensor. The customer stated that the sensor cannula is missing. The customer will be sent a replacement sensor.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm if customer received sensor damage due to customer returning it opened/used.